Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around six months after implant (around (B)(6) 2017), the patient felt something moving. They developed pressure and swelling at the ins site. Then, around (B)(6) 2018, they started to show signs of nerve problems in their right leg. They have had difficulty walking, which occurs every day about 2-3 times per day. It was noted it felt like something was pulling at their leg muscle. Patient services was asked to help put the ins into MRI mode because the patient was going to get a MRI; their doctor wanted to look at the patient's stimulation and may decide to replace the ins with a newer version. It was noted the patient recently had an appointment with their doctor to adjust stimulation. They were redirected to the doctor's office to address the reported issues. No further complications were reported or anticipated. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.